Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: pharmacist reporting on behalf of the consumer. The patient has 600 iu cartridge, prescribed dose is 225 iu. The pharmacist reports that when the patient is to inject third dose, the follistim pen "reads zero" when it should read 75 iu for patient to use from next cartridge.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: pharmacist reporting on behalf of the consumer. The patient has 600 iu cartridge, prescribed dose is 225 iu. The pharmacist reports that when the patient is to inject third dose, the follistim pen "reads zero" when it should read 75 iu for patient to use from next cartridge.